Event description:
A pixel issue was reported on the pump display, which affected the customer's ability to interact with the pump and read its screen. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent. The customer was advised to put the pump into storage mode before returning it and agreed to return the problematic pump using a pre-paid label within ten days.